Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted for muscle stimulation. The unipolar leads, models 4161 and 4169 were capped. The physician also indicated that this was an elective replacement.